Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On (B)(6) 2014 at 1630, it was reported that the patient's hospice nurse programmed the pump to deliver an unspecified volume of 5fu, with a duration of 46 hours, and the delivery was started. No add'l specific pump programming parameters were provided. The nurse left the patient's home. At 2030, it was reported that a red light flashed, "pump running self test," and the pump powered off. The physician was contacted. It was reported that the pump could not be powered back on even with two fresh aa batteries. The pump was removed from clinical service. The patient's wife reported that on (B)(6) 2014 at 1300, therapy was resumed using a replacement pump. It was reported that there was a delay of therapy; however, there were no reported adverse patient effects. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is rec'd, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.